Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, multiple cartridge changes were performed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level. At the time of the call with tandem technical support the customers pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.